Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels and hospitalization. The patient had high a blood glucose level of 22 mmol/l and was treated in the hospital with an infusion. While the patient stated the pump wasn't the reason for the hospitalization, the diabetes nurse assumed that the pump didn't deliver insulin correctly.